Manufacturer narrative:
H10: the manufacturer's field service engineer (fse) was dispatched to the site to perform evaluation and repair. He powered on the device and ran the unit with a test lung for 20 minutes and confirmed error code 110b proximal pressure sensor auto zero failed message. The fse spoke to the customer and discovered that the gds was recently replaced. After further troubleshooting, it was determined that the cause of the malfunction was possibly a pressure failure. The fse reseated the data acquisition (da) printed circuit board assembly (pcba) and retested the unit. The fse ran the ventilator on a test lung then completed a full performance verification test. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the device was displaying an error code after approximately 15 minutes. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer was reporting multiple parts have been replaced for a proximal pressure error. Biomed was not able to provide the diagnostic code. Advised customer of possible 110a (post) proximal pressure sensor autozero failed. Advised customer the latest version of the service manual is version t. The parts that have been reported to have been replaced are the gas delivery system (gds) and data acquisition board. The rse advised the customer of the quest bench and onsite options. Resolution and disposition are pending - investigation is ongoing.